Event description:
It was reported the pt was having increased seizures and did not feel their vns stimulation. The pt's vns generator was determined to be at end of battery life, and the pt was not receiving vns therapy. They had their vns generator replaced and it was returned to the manufacturer for analysis. The reported issue, end-of-service and no stimulation condition, was confirmed. An open can measurement of the battery voltage verified that the battery was depleted. The remaining battery longevity was calculated to be -1.50 yrs until eri equals yes. Electrical testing identified a problem with supply pulsing current. Bench analysis determined that the pulsing supply current problem was caused by leaky q9 and q10 components. After q9 and q10 were replaced with known good bench components, the device met the electrical test specifications. The leaky q9 and q10 could potentially be a contributing factor to the battery being at end of life.